Manufacturer narrative:
(B)(4). G2: foreign - this event occurred in japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation (discarded by hospital as biohazard). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the second anchor could not be pushed out. The surgeon removed the complaint product form the patient's body, he found that the needle of the device has been fractured. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed through provided pictures. Visual examination of the provided picture identified the needle of the device has fractured. However, as product was not returned, further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.